Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leakage on unicel dxc 600 synchron chemistry analyzer. No injury was reported and there was no effect to patient or user.

Manufacturer narrative:
The leak was from no foam bottle. Bci hotline sent the customer a new bottle.